Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the fluoroscopy tower display and the control room display of the system would not power up during a procedure. No pt injury was reported.